Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead damage is suspected. Low lead impedance was also noted. Lead remains implanted.